Event description:
Additional information was received that the patient was seen by a new neurologist who referred the patient for a generator replaced but did not have the reason. When asked it was said that it may be related to the may have been due to the "lithium battery" or the seizures but they had no information about the seizures or lithium poisoning only that they referred the patient to a neurosurgeon for a generator replacement good faith attempts with the patient's former neurologist have been unsuccessful to date.

Event description:
It was reported by the patient's mother that her son had been very lethargic recently and had been experiencing an increase in his seizures. She also reported that her son's white blood count was low and he was also diagnosed with lithium poisoning two months prior. Attempts for additional information are in progress.